Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing an automated delivery restriction alarm multiple times, leading to high glucose levels of 465 mg/dl. She saw the alarm on her omnipod 5 app. The pink slide on the pod had moved forward, and the cannula was inserted into the skin during wear. There was no redness, swelling, or insulin leakage at the pod site. The pod has not been removed yet, so the condition of the cannula is unknown. The patient had a medical event on (B)(6) 2025 and was diagnosed with diabetic ketoacidosis (dka). She was hospitalized and discharged on the same day. The agent did not ask for logs due to the patient's fatigue and created a follow-up task. Three attempts to contact the patient were made, but there was no response. Assistance provided included logging the case, replacing the pod, and requesting it back. The insulin brand and user logs were unavailable as the patient did not respond to contact attempts.